Event description:
On (B)(6) 2013 the reporter contacted animas to report an issue using the reported pump. The patient reported she had obtained the elevated blood glucose reading of 375 mg/dl and did not experience any symptoms of high or low blood glucose levels. No further information was provided regarding the patient¿s issue with the pump. The technical service representative contacted the patient to obtain further information and to troubleshoot the pump; however was unable to reach her by telephone. There was no patient injury associated with this issue. The patient did not suffer an adverse event due to the reported pump. The patient¿s blood glucose level was not indicative of severe injury, she suffered no symptoms and denied seeking medical attention. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/23/2015 with the following findings: the complaint was unable to be duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues; data relevant to the complaint was overwritten due to extended continued pump use. The pump¿s total daily dose basal history and basal history were appropriate per the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.